Event description:
It was reported that, during a surgery, there were flecks of metal coming off the acromionizer into the patient. The procedure was resumed, using an equivalent sn back up device. It is unknown if there was a delay. The pieces were removed using suction. No further complications were reported.

Manufacturer narrative:
H11 h3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device.the reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed the device was not returned with original packaging. The color and magnet scheme of the device matches the print. There is heavy scoring on the heat shrink at the distal end of the inner blade. There are places that the material is missing all the way to the metal underneath. There is heavy scoring, very deep grooves, at the proximal end of the inner blade. Both areas of scoring suggest large hard debris caught between the inner and outer blades as they rotate against each other. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated